Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2019. She reported that she obtained an alleged inaccurately high result estimated to be around ¿170mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medication (metformin, 1000 milligrams, 3 times daily), diet and exercise and made no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that ¿right away¿ she developed symptoms of ¿lightheaded, sweaty, a little nauseous and very tired¿. The patient denied that she received any treatment for the symptoms felt. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips had been stored correctly and not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.